Event description:
It was reported that the patient had generator replacement on (B)(6) 2014. The explant hospital representative reported that the replacement was believed to be due to ¿end of life of battery as it could not be interrogated prior to the surgery. The demipulse devices are designed to able to be interrogated until it reached eos pulse disabled completely depleted battery status. The replacement generator was able to be interrogated. The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date. The return product form reported that the reason for replacement was end of service (battery depletion).

Event description:
Analysis of the explanted generator was completed. Results of diagnostic testing indicated that the battery status indicated neos=yes in the lab. A battery life calculation resulted in 0.6 years remaining before the near-end-of-service (neos) flag would be set. There were no performance or any other type of adverse conditions found with the pulse generator that had an adverse effect on device performance. As the replacement generator was able to be interrogated, it is believed that the suspect device is the wand and the issue was likely related to electro-magnetic interference.